Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Abiomed medical safety review: the patient was escalated to and expired on the impella 5.5 but is a serious injury for the atrial fibrillation. The patient went back into atrial fibrillation approximately 18 hours post impella 5.5 insertion. However, the impella cp related adverse events (e.g., limb ischemia access bleeding requiring blood transfusion etc.) Are more likely associated with the demise outcome. There is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome, which is captured the impella cp complaint file (B)(4).

Event description:
The complainant reported that the patient went back into atrial fibrillation approximately 18 hours post impella 5.5 pump insertion. The patient had been escalated to and expired on the impella 5.5. However, the impella cp related adverse events were more likely associated with the demise outcome. There is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome, which is captured under the impella cp complaint file (B)(4).